Event description:
Additional information received that patient had surgical intervention on (B)(6) 2020 where both the leads were fractured. One of the leads was explanted and the other lead (ref MFR #3006705815-2020-33100) was partially left implanted.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the microscopic inspection leads identified a kink in the lead body where all the internal wires were broken. This would have caused the reported issue in the field. The fractured wires are consistent with the lead being subjected to overstress while in vivo.

Manufacturer narrative:
Event and therapy date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 3006705815-2020-31366. It was reported patient experienced ineffective therapy due to high impedance and company manufacturer were unable to program around them. Hence, trouble shooting was unable to resolve the issue. As a result, surgical intervention is expected later.